Event description:
It was reported that the patient right ventricular (rv) lead had dislodged as evidenced by diminished sensing, t-wave oversensing (twos), and triggering of the lead integrity alert (lia). The rv lead was repositioned and remains in use. The patient is a participant in the wrap-it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.